Event description:
The customer reported that the patient coded while connected to a bedside monitor (bsm), and the full disclosure history on the central nurse's station (cns) was showing a gap in data during the time of the event.

Manufacturer narrative:
Details of complaint: the customer reported that the patient coded while connected to a bedside monitor (bsm), and the full disclosure history on the central nurse's station (cns) was showing a gap in data during the time of the event. The patient was then discharged, and another patient was admitted in their place, showing no issues with full disclosure. No patient harm or injury was reported. Investigation summary: the root cause of the missing full disclosure history could not be determined from the log investigation performed under the nkc investigation. Errors were found in the cns logs but were not deemed to have been a factor in the missing full disclosure event. Based on the results of this analysis, it is concluded that there was insufficient information to determine the likely cause of this event. The analysis also showed no evidence that the device in question malfunctioned. As full disclosure information is relayed from the bedside to the cns through a network, it is likely that interruptions or errors in the network may have caused gaps in the full disclosure history. A complaint history review of the customer's account does not reveal trends for similar complaints. No trends can be identified related to the reported issue. A serial number review of the reported device does not reveal additional related complaints. No further corrective action is required. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 b7 d10 attempt #1: 02/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 02/26/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
The customer reported that their patient coded while connected to a bedside monitor (bsm), and now their central nurse's station (cns) full disclosure history is showing a gap in data during the time of the code. The patient was then discharged and another patient was admitted in his place, and there was no issues with full disclosure. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 02/05/2021 emailed customer via (B)(6) for all items under the no information. No reply was received. Attempt #2: 02/12/2021 emailed customer via (B)(6) for all items under the no information. No reply was received. Attempt #3: 02/26/2021 emailed customer via (B)(6) for all items under the no information. No reply was received.

Event description:
The customer reported that their patient coded while connected to a bedside monitor (bsm), and now their central nurse's station (cns) full disclosure history is showing a gap in data during the time of the code.